Manufacturer narrative:
The device was returned for evaluation. When the alarm log was reviewed, no error or warnings related to battery were found. During the inspection on tso, no evidence of sparks, charring or melting was found. The ac cord was in normal condition. No evidence of major physical damage was found. A small leak was found in the battery, but this was not relevant in the investigation because the battery worked correctly, and the device generated the alarms indicated for low battery and dead battery. However, it must be replaced in the repair process. The device was found with actual date correct and time was 13 minutes delayed, when it was reviewed. According to the complaint form filed by the client, the device shut off suddenly with no alarm while it was connected to the patient on (B)(6) 2024, and after the incident the device was isolated for service. When the log was reviewed, it was noted that during the entire (B)(6) 2024, the recorded events were mostly of programming infusion and the device infusion status were normal. The battery status recorded when the device was disconnected from ac was good. During the infusion, no alarms related to low battery or dead battery were detected or battery malfunction recorded. The only alarm recorded in the sequence ID (B)(4) of the log alarm, while the pump was infusing ¿door opened while pumping", after this high urgency alarm recorded, the pump stopped and there was no other infusion program by user registered. There was no other major alarm registered. The useful time of a full load battery is 4 hrs. At top speed of infusion. It was performed a stress test of the involved battery full charged at vel 999 ml/h during 4 hrs. Start time: 11:51 am - 16/01/2024. Battery alarm time: 14:10 pm 16/01/2024 low battery alarm "n58". End time: 15:51- 16/01/2024 at the time it finished, the low battery alarm was still shown in the display. It was performed as second test without charging the battery. Start infusion time: 10:30 am 17/01/2024 the low battery alarm continues. Dead battery time: 11:14 am 17/01/2024. The pump turns off itself instantly. The test allowed us to verify the correct operation of the alarms in battery mode. This shows that the device can generate alarms of battery before shutting off. 6- device history record: when the device was assembled, the verification tests passed successfully. Device history review (DHR) document attached to service request. Conclusions: the pci test was performed successfully. The infuser displayed the corresponding alarms related to low battery and dead battery during the tests carried out, using the involved battery. The customer complaint was not confirmed. The probable cause: there was no sudden shutdown of the device in the battery test, no events were found that indicated low or exhausted battery alarms, during the event the device was turned off by the user. The device passed all functional tests. No probable cause was found.

Event description:
The event involved a plum 360 where it was reported the pump turned off without alarm. A patient was transferred from the intensive care unit for a computer tomography scan and the device suddenly turned off without an alarm (although before the transfer, the pump was with the battery plugged in). The patient went into cardiac arrest and was resuscitated. The patient was in poor general condition, hemodynamically unstable, requiring noradrenaline, which was also being used at the time of the event. In the event of hypotension, the dose of noradrenaline was increased. The pump was isolated after the event. There was patient involvement and patient harm reported.